Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient asked for a renovations of his inflatable penile prosthesis (ipp) due to the cylinders would not inflate. A surgery was performed and all components were removed and replaced. There were no patient complications and the patient had a stable outcome.